Event description:
It was reported the patient had a loss of therapeutic effect. Approximately 12 days prior to report the patient was changing a light bulb by standing on a chair placed on top of a coffee table. The coffee table gave out and the patient fell on his low back. Since the fall the patient reported no sensation of stimulation, no telemetry with the implantable neurostimulator (ins), and was not able to recharge the ins. It was reported that previous pain returned with additional pain from the fall, including pain at the ins pocket site. A witness to the fall heard a 'pop' when the patient landed. The patient reported that he could hardly even walk, and coughing caused him to 'lose his legs.' The patient stated 'thank god he is not a suicidal person because the pain was that bad.' It was reported that prior to the fall stimulation was working well to address pain. Patient had been off oral pain medication for approximately one month and did not have medications available at the time of the call. Note the patient had recently moved. It was not clear if the patient had seen a health care professional (hcp) after the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37751, product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).